Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a laparoscopic myomectomy surgery about three months ago and suture was used. The needle got lost while it was being used to close an port incision. The missing needle was not found during the procedure and the case was finished. Three months later, the patient complained of low back pain when she visited an orthopedic. Then, the needle was found under the skin by x-ray. The surgeon plans to remove the needle. The patient has been discharged from the hospital.

Manufacturer narrative:
The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch hk5hkgn mfg date: sept. 2014, exp date: dec. 2019. Batch jb5gcbn mfg date: feb. 2015, exp date: june 2020. Batch je5cxgn mfg date : may. 2015, exp date : oct 2020. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.